Event description:
It was reported that the customer was hospitalized for dka. The customer has the stomach flu. It was indicated that the programming and histories were accurate. Troubleshooting was done and the pump passed the bolus test. The customer was advised to warm insulin before using and to follow the two hbg rule.